Event description:
The facility reported an infusion pump that "alarmed and displayed total failure" on all three channels while infusing vasopressin to an unstable patient. The pump was removed from service and the infusion was restarted on another pump; this process took between five and ten minutes. In this time, the patients blood pressure reportedly "dropped". Due to the fact the patient was unstable to begin with, the facility is calling this event a "near-miss". Although attempts were made by baxter, details were not provided regarding patient demographics, blood pressure before and after the event, othe medications being infused and the channel in which they were infusing on, rate and volume of each medication, concentration of the drug, patient injury, medical intervention, time of the event, or device set-up.